Event description:
Pt enrolled into the create pas trial. Hypotension occurred during procedure, followed by a minor stroke post procedure.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR 2183870-2008-00123 for protege rx stent used in this same procedure.